Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an unspecified error message on the day of applying the adc freestyle libre 2 sensor. Customer experienced dizziness and was seen at a hospital where laboratory readings of 479 mg/dl and 553 mg/dl were obtained. Customer was diagnosed with hyperglycemia and was treated with unspecified dose of insulin fiasp for up to 2 hours. A laboratory reading of 340 mg/dl was obtained after treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh001h1jud has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. However, there was a watermark at the base of the tail (indicating that the sensor was applied correctly). All results were within specification. Therefore, this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an unspecified error message on the day of applying the adc freestyle libre 2 sensor. Customer experienced dizziness and was seen at a hospital where laboratory readings of 479 mg/dl and 553 mg/dl were obtained. Customer was diagnosed with hyperglycemia and was treated with unspecified dose of insulin fiasp for up to 2 hours. A laboratory reading of 340 mg/dl was obtained after treatment. There was no report of death or permanent impairment associated with this event.